Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had an office visit on (B)(6) 2021, notes from the visit were included. The hcp reported that the patient had done well since placement, they had recently fallen and they were having pain over the stimulator site. After interrogation of the stimulator, it was confirmed it was working correctly. They stated they could only wear certain clothes due to the pain from their fall. The patient also noted a recent history of bleeding problems, but they were not taking any blood thinners. It was noted they would need medical clearance prior to battery change/stimulator replacement. It was noted they were going to schedule battery placement with repositioning in the near future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since saturday the neurostimulator is sensitive to the touch, said it is painful, seems like it is moving around more and bulging. When asked, patient hasn't had any falls or trauma. When asked, patient said has experienced weight gain, said recently experienced a lot of fluid build-up, also saidis diabetic. The patient was redirected to their healthcare provider to further address the issue.